Event description:
This case is cross referred with (B)(4) (cluster- same reporter). This unsolicited case from united states was received on 26-aug-2016 from a physician. This case concerns a patient (demographics not provided) who received treatment with synvisc one injection and after unknown latency experienced swelling and drained the injected knee. No past drugs, medical history, concomitant medication and concurrent condition were reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (batch/lot number and expiration date: 6rsl009 and 21-mar-2019) into one knee, left or right: unknown for osteoarthritis. On unknown date, after unknown latency, the patient experienced swelling. It was reported that on an unspecified date, the physician drained the injected knee and the administered a steroid injection. Outcome: recovered/ resolved for both the events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for both the events

Event description:
This case is cross referred with cases (B)(4) (cluster- same reporter). This unsolicited case from united states was received on 26-aug-2016 from a physician. This case concerns a patient (demographics not provided) who received treatment with synvisc one injection and after unknown latency experienced swelling and drained the injected knee. No past drugs, medical history, concomitant medication and concurrent condition were reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (batch/lot number and expiration date: 6rsl009 and 21-mar-2019) into one knee, left or right: unknown for osteoarthritis. On unknown date, after unknown latency, the patient experienced swelling. It was reported that on an unspecified date, the physician drained the injected knee and the administered a steroid injection. Outcome: recovered/ resolved for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 6rsl009 expiration date (03/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review and lot # frequency analysis for lot # 6rsl009 no CAPA was required. (B)(4) continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4) will continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention for both the events. Additional information was received on 02-sep-2016. Ptc results were added and text was amended accordingly.